Manufacturer narrative:
Event occurred between (B)(6) 2015 and (B)(6) 2015. (B)(4). Complainant parts are not expected to be returned for manufacturer review/investigation. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an open reduction internal fixation (orif) procedure of the distal humerus on (B)(6) 2015. The patient had an MRI the next day which showed that a 2.7 mm variable angle locking screw, self-tapping, with t8 stardrive recess 54 mm length was in the joint and a 2.7 mm variable angle locking screw, self-tapping, with t8 stardrive recess 34 mm length was in close proximity to the joint. The patient returned to the operating room on august 16, 2015 to have both screws removed and replaced with shorter ones. The procedure was completed successfully. This report is 1 of 2 for com-(B)(4).